Event description:
Patient received unknown stent in lad at a different hospital (date and location of procedure unknown). Patient had an endeavor stent 2.5 x 30 mm placed on (B)(6) 2011 in lad at oakwood hospital and medical center. Patient was discharged on (B)(6) 2011 with prescription for effient 10mg po daily. Patient arrived at oakwood emergency department on (B)(6) 2011 with primary complaint of chest pain. Pci was attempted. Patient expired at approximately 0230 on (B)(6) 2011. Medical examiner report pending. Diagnosis or reason for use: 100% occlusion lad.